Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer required assistance to administer a manual injection to address bg. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.